Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the patient had heart palpitations when she ate or lay down. The pump was used to deliver dilaudid 100mg/ml at 10 mg/day with boluses every 12 hours on demand using the patient therapy manager. The hcp reported that the patient had a lot of anxiety and that the palpitations had nothing to do with the pump. The hcp reported that the patient had a sudden, extreme pain and the pump wasn't working. Her pump was replaced; no troubleshooting was done per the hcp. A different follow-up hcp reported that the symptoms appeared when the pump medication had been changed, he believed the symptoms were associated with the medication change or incorrect programming of the pump.